Event description:
It was reported that during a cdc procedure, the handpiece was not working. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.